Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician was unable to extend the helix of the right ventricular (rv) lead. The rv lead was removed and a new lead implanted to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop, and it indicated that the helix was over-retracted. If information is provided in the future, a supplemental report will be issued.